Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse impact to customer's blood glucose level. The customer performed a pump reset and confirmed the pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.